Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A non-specific issue was reported by the customer. Upon triage on 3/10/2018, service found the unit had no audible tones.

Manufacturer narrative:
Submission date: 10/26/2018. An investigation was performed for the reported customer complaint: ¿a non-specific issue was reported by the customer. Upon triage, service found the unit had no audible tones.¿ the device history record (DHR) for serial number (B)(4) indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. All dhrs are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Product cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The unit was returned and an evaluation was performed. During triage, the technician noted no audio from the unit. Volume was checked and found to be at the maximum setting. Unit was disassembled. Visual inspection found that a component in the audio circuit was damaged, resulting in bent pins. Following functional testing and component replacement, the unit was powered up and still had no audio. Further inspection found contamination on a component near pin 6, which controls volume. No voltage was found at pin 7. It was found that when 5 volts was applied to pin 7, audio functioned normally. The finding of no audio was confirmed. A root cause could not be determined. A formal CAPA investigation is currently in progress to address this issue. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.